Event description:
Ous MDR - after an implantation time of about 32 months, artifacts with shock delivery were reported. No worsening of the pt's state of health was reported. Lumax 300 dr-t, (B) (4), MDR 1028232-2010-01344. Linox sd 65/18, (B) (4), MDR 1028232-2010-01346.

Manufacturer narrative:
Ous MDR -the analysis of the leads revealed fraying of the insulation on both leads. This damage is with high probability to be regarded as the cause for the clinical complaint. The fraying of the insulation of requires excessive mechanical stress on the leads. Excessive friction of the leads on the ICD housing should be taken into consideration. All other damage to leads was most likely caused by the explantation process.